Manufacturer narrative:
The device was repaired, tested to all manufacturing product specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, indicating that intra-operative the attachment heated up after drilling for a couple of minutes. The user had difficulty in locking the bur inside the attachment. The procedure was completed with another attachment.

Manufacturer narrative:
The device was returned. Analysis could not confirm the reported event of overheating. Service <(>&<)> repair could not perform a diagnosis test (pre-repair temperature testing). Evaluation found that the bearings were corroded. Evaluation is not complete at this time. Completion of device evaluation is anticipated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that the device was overheating and will not retain tools/blades. There was no patient impact.